Manufacturer narrative:
The insulin pump was received with button error alarm due to corroded keypad traces. No moisture damage on electronics. Analysis was unable to verify battery out limit alarm and perform displacement, basic occlusion, occlusion, prime/ compromised force sensor and no delivery test due to button error alarm. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had a button error alarm. The blood glucose at the time of the incident was 100 mg/dl. The customer states the insulin pump alarmed button error. She removed the battery for ten minutes but was unable to clear the button error. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.